Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s son reported customer¿s adc blood glucose meter would turn on with button press, but not with test strip insertion. Caller further reported that on approximately (B)(6) 2017 customer was unable to perform a test and then subsequently experienced a loss of consciousness. Paramedics were called and transported him to the hospital. Customer was diagnosed with hypoglycemia, but the son did not know what specific treatment was rendered during his hospital stay. Customer ¿left on demand¿ the next day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been completed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. No strip related investigation activities will be performed as the reported complaint is meter specific. A DHR (device history review) for the freestyle precision neo meter has been reviewed, and the DHR showed the freestyle precision neo meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s son reported customer¿s adc blood glucose meter would turn on with button press, but not with test strip insertion. Caller further reported that on approximately (B)(6) 2017 customer was unable to perform a test and then subsequently experienced a loss of consciousness. Paramedics were called and transported him to the hospital. Customer was diagnosed with hypoglycemia, but the son did not know what specific treatment was rendered during his hospital stay. Customer ¿left on demand¿ the next day. There was no report of death or permanent injury associated with this event.